Event description:
The customer reported that screen went dark during fluoroscopy but became clear when they rebooted the system. Pt involved but there was no pt injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative regreased the high voltage connectors, performed a filament calibration procedure and an arc test. The system was tested and found to be working as intended and put back in service.